Manufacturer narrative:
Of the 2 devices, both lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation and medical records were not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j. Vena cava filter allegedly experienced migration of device or device component. These reports were received from various sources. Both events did involve patients with no reported patient injury. The patients age, weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j. Vena cava filter allegedly experienced migration of device or device component. These reports were received from various sources. Both events did involve patients with no reported patient injury. One male patient was 58 years old. No other information provided for both patients.

Manufacturer narrative:
H10: of the 2 devices, both lot numbers were provided, and lot history reviews were performed. Of the 2 reported malfunctions, no devices were returned for evaluation and medical records were provided for one malfunction. For one malfunction, the investigation is inconclusive for migration. For another malfunction, the investigation is confirmed for positioning issue. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11: b5, g1, h6(results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.